Event description:
It was reported that during an appendectomy the device was delivered to the doctor and he started the surgery. Halfway through the procedure, the surgeon noticed the detachment of the jaw pad. He requested a change of the clamp and a new one was given to him, with which he concluded the surgery without any problem. The patient did not have any consequences for this issue; the surgery was successfully completed.

Manufacturer narrative:
(B)(4). Batch #: x94212. The following information was requested, but unavailable: is the white tissue pad completely missing from the clamp arm of the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2022. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.